Manufacturer narrative:
Operative notes were requested; however, none were provided. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore, the condition of the component is unknown. The part and lot numbers of the product are unknown; therefore, the device history records could not be reviewed. The product was used for treatment. The complaint history for this product could not be reviewed due to the lack of lot numbers. It could not be confirmed if the devices used are an approved and compatible combination. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25556779 (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that proximal femoral osteolysis was seen in two hips, but was limited to gruen zone 7.